Manufacturer narrative:
A specific root cause could not be determined. A pre-analytical issue is assumed to be the root cause. Quality controls were acceptable. No adverse event was reported.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for gluco-quant glucose/hk (glucose). The sample initially resulted as 491 mg/dl and this value was reported outside of the laboratory. A doctor questioned the initial value of 491 mg/dl, so the sample was repeated on a different d module analyzer, serial number (B)(4). The repeat result was 92 mg/dl. A different aliquot of the sample was also repeated on d module serial number (B)(4) and this resulted as 93 mg/dl. The repeat result was believed to be correct. It is not known if the patient was adversely affected by the event. No adverse events were alleged. The glucose r1 reagent lot number was 67274001 with an expiration date of 05/31/2014. The glucose r2 reagent lot number was 67299801 with an expiration date of 06/30/2014. The field service representative could not determine a cause. He performed a precision study with glucose.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.